Event description:
It was reported that the gynecologic laparoscope flashed green. The issue occurred during service maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged and the cover glass of the charged coupled device is broken and the protector of the video cable section is cut the most probable cause traced to component failure and also the charged coupled device is broken and therefor the image quality is poor. A root cause could not be identified. Based on the results of the investigation, for the image quality is poor, the fibre bonding in the outer tube area (distal end) is damaged, the cover glass of the charged coupled device section is broken a/ the protector of the video cable section is cut the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.